Manufacturer narrative:
The complaint device is not available for a physical evaluation and therefore a root cause for this failure cannot be discerned. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. A batch review was conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed with an unrelated ncr with no link to this failure and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. No further information is available to determine is aforementioned causes contributed to this event. Based on the overall complaint rate for this failure, at this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently unavailable.

Event description:
The sales rep reported that during a rotator cuff repair that the customer's healix transend peek anchor ds stopped advancing when being inserted and then broke. The surgeon removed all the broken pieces, leaving no broken pieces in the patient's joint space. The surgeon completed the procedure using a healix 4.5 and a 4.75 knotless anchor but had to switch to an open procedure to complete the repair. There were no patient consequences reported but there was a 25 minute delay. The customer discarded the complaint device.